Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Index of the instrument is fractured.

Event description:
It was reported that there was a deformation of the ev driver and that the internal connection in a dental implant was damaged. Therefore the session could not be successfully completed. Investigation of the driver shows that the index is fractured.